Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that a patient underwent a revision surgery due to post-operative instability-dislocation. Prosthesis was removed, conversion into rsa. Patient ID: (B)(6).